Event description:
Extremely elevated nbil (neonatal bilirubin) values were obtained on a pt sample. Testing results from a new sample were elevated but within the expected range. No change in pt treatment was taken based on these results.